Event description:
The surgeon reported an intraocular infection/intraocular inflammation/endophthalmitis at approximately three days postoperative. The lens remains implanted. The pt's prognosis was good at last report. According to the surgeon, pt's visual acuity at last report was 20/40. The cause of the intraocular infection/intraocular inflammation/sterile endophthalmitis is unknown at this time. This MDR report is sent because the product was used in the surgery.